Event description:
It has been reported to philips that customer experienced vulnerabilities and compliance issue on their server. No adverse events or patient harm was reported in the associated complaint (B)(4). Philips has started an investigation of this complaint.